Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 42 indicating a motor current sense failure, recurred after multiple restarts, and led the user to revert to subcutaneous insulin injections; a replacement ilet was shipped and the user was instructed on shutdown and return, as well as on startup requirements for the replacement. Symptoms included hyperglycemia with a reported peak of 350 mg/dl. Outcomes included temporary loss of insulin delivery from the pump and user-initiated backup therapy with injections; there was no ketone testing, no medical intervention, and no hospitalization. Investigation included review of device history via ilet logs, user troubleshooting with guided restarts, and arrangements for device replacement and return for evaluation. Investigation of this case revealed a recurring motor current sensing anomaly consistent with an insulin delivery subsystem fault and associated component failure in the current sensing circuitry. It was concluded, based on established findings for similar reports, that the cause was a device malfunction due to a component failure within the pump¿s motor current sensing system.